Event description:
Asap-too clinical study: it was reported perforations in the fabric of the closure device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 28.1 mm. There were no recaptures during the procedure. Prior to the procedure, aspirin was administered and after the implant, the patient was started on clopidogrel. On (B)(6) 2019, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient presented for the protocol scheduled 3-month transesophageal echocardiogram (tee) follow up visit. It was noted that there were three separate perforations in fabric-covered crown of the watchman closure device with each jet size less than 3 mm. The patient did not have any symptoms related to this. Another tee and fluoroscopy had been scheduled for the patient in 3 months to investigate the issue in detail. The patient was left on plavix for now. It was further reported that on (B)(6) 2019, a 6 month tee was performed which revealed a well seated watchman device with 3 mm "gutter" , there was no color flow noted. On (B)(6) 2020, 12-month follow-up visit tee revealed complete seal with no other significant findings.

Event description:
(B)(6) clinical study. It was reported perforations in the fabric of the closure device occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 28.1 mm. There were no recaptures during the procedure. Prior to the procedure, aspirin was administered and after the implant, the patient was started on clopidogrel. On (B)(6) 2019, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2019, the patient presented for the protocol scheduled 3-month transesophageal echocardiogram (tee) follow up visit. It was noted that there were three separate perforations in fabric-covered crown of the watchman closure device with each jet size less than 3 mm. The patient did not have any symptoms related to this. Another tee and fluoroscopy had been scheduled for the patient in 3 months to investigate the issue in detail. The patient was left on plavix for now.